Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) troubleshot the iabp to the front end pcb and solenoid driver pcb. The stm noted that there was no visible fluid damage to any of the board. The stm replaced the front end pcb, which corrected the blood pressure zeroing problem. The stm then replaced the solenoid driver pcb which corrected the system failure issue. The stm restarted the iabp multiple times without any further failures. A full pm was performed and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) found that cs300 intra-aortic balloon pump (iabp) could not zero blood pressure and the base line was too high. Additionally the stm reported that upon turning on the iabp would in continuously produce a high pitch alarm and the compressor shut down with system failure in the upper left hand side of the lcd. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
On october 15, 2019 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-01319. Updated fields: b4, b5, g4, g7, h2, h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) found that cs300 intra-aortic balloon pump (iabp) could not zero blood pressure and the base line was too high. Additionally the stm reported that upon turning on the iabp would in continuously produce a high pitch alarm and the compressor shut down with system failure in the upper left hand side of the lcd. There was no patient involvement and no adverse event was reported. On october 15 2019 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-01319.